Event description:
Staff were preparing to do a cardiac output. A new package from the shelf was opened & staff attempted to prime the tubing. However, they were unable to draw the solution into the tubing to prime it. The syringe appears fully functional & can be withdrawn. No cracks or blockages are able to be seen in the tubing. No difficulties maneuvering the stopcock. Staff checked to make sure the IV bag was spiked, which it was. Unable to prime despite all efforts to troubleshoot.